Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on which firing did this occur? On this firing, did the device cut? If the device cut, was the cut line complete?

Event description:
It was reported that during a conventional gastroplasty procedure, the load presented failure during its firing and didn't staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.